Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, three days following a laparoscopic esophagectomy procedure where the device was used, the patient presented with a fistula. A reoperation was done to resolve the issue. The patient's hospital stay has been extended by more than 10 days.